Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap right colectomy procedure the device would not staple. They used another device to complete the anastomosis. There was no patient consequence.